Manufacturer narrative:
System analysis performed by the distributor on june 26, 2017: evaluation results indicated that, after confirming the fiber used and noting that the fiber tip end was burned and tip had detached, the cause could not be specified however the following factors are considered: the tip hit the tissue. It was irradiated with bubbles in transpiration, and it was irradiated in the air, not in the water. The system was tested and verified to meet specification and it was confirmed that there was no abnormality.

Event description:
It was reported that during a prostate procedure with patient present it was noted that "no laser firing at all, despite the laser firing sound could be heard." The procedure was completed with a an alternative procedure (turp). Patient outcome: there was no report of harm to the patient. No injury was reported.